Manufacturer narrative:
B3: date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the husband of the patient was complaining that they don't trust their wife's stimulator or our systems in general. On monday, they requested a new programmer because the previous one was no longer working. Today, when they checked the recharge level of the implant with the newly received programmer, it showed that the neurostimulator was 100% charged. The patient's doubt is that they usually recharge the neurostimulator everyone and a half days. However, this time, the neurostimulator seems not to have discharged in the last two days. Additionally, the husband complains that the clinical effect of the stimulator is not as good as the one obtained with the use of the wireless external stimulator. The patient asks for an explanation as to why the neurostimulator hasn't discharged in the last few days. They assured the stimulator was always on in the last few days. No further event information was known. Additional information was received. It was reported that the ins discharging first occurred in march 2025. Ins information confirmed. It was stated that the planned poles had high impedances. Changed the programming using poles with normal impedances, and the issue resolved. No information available for the programmer that was replaced. The patient is known by the physician because they reported not having much benefit from the spinal cord stimulation due to his pathology.

Manufacturer narrative:
Corrected data: initial aware date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that cause of the ins not discharging was due to the high impedances. The cause of the high impedances was not clarified. No imaging was done. Some of the impedances were high so the ins was downloaded in different way respect to normal use. Changing the programs resolved the problem.